Event description:
Patient's mother advised that freedom pump malfunctioned when tried to infuse hizentra. When she inserts the syringe, the pump pushes the syringe back out. Replacement pump to be sent to patient no further information provided. Not reported if missed any doses or if experienced any adverse events, no other info. Reported to (B)(6) by pt/caregiver.